Event description:
Per the surgeon's report, this patient's device was explanted because of a device malfunction. A new device was implanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling code.